Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted damage to the female connector (dark blue) with minicap attached. During leak testing, a leak was observed at the female connector and minicap. The minicap was tested with an in lab female connector with no issues noted. The female connector underwent clear passage and clamp function testing and no leaks noted. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a minicap extended life pd transfer set, a leak was observed at the dark blue female connector. The cause of the leak was due to damage on the female connector. The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.